Manufacturer narrative:
P-cap locked in place properly during testing. Unit performs functionally after battery installation. Unit passed the rewind test, prime/seating test, basic occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any critical alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms were recorded to confirm complaint code. Unit functions properly, no alarms or errors noted during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: scratched case, cracked case, battery tube threads - cracked, stained keypad overlay, cracked keypad overlay, cracked case (battery tube), and pillowing keypad overlay. In conclusion, customer concerns for moisture and alarms were not confirmed during testing. Unit was tested successfully, no moisture and relevant anomalies noted during testing or in download history files. Customer concern for cosmetic damages on the battery tube compartment was confirmed when battery tube threads - cracked, and cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump fell in the toilet, crack keypad and case battery tube side, erroneous alerts and alarms from pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the pump functionality was not affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.